Event description:
Reporter stated that customer at facility reported that a heparin in saline solution compounded on the unit contained dextrose when none had been programmed. F/u call: customer stated that the issue was probably user error in not flushing the transfer set prior to compounding the bag in question. Since part of the solution had been infused into an infant, qm requested that customer call product services so that the unit could be swapped out for testing. For reasons not known by customer, a nurse had tested the solution flowing through the IV tubing for dextrose using an accucheck device. The reading was reported as 438mg/dl. At this point the bag was taken down for laboratory analysis of dextrose concentration and the infant's blood tested. The infant's blood glucose remained within normal limits (84mg/dl), while the bag tested at 800mg/dl, consistent with the customer's presumption that the set had not been flushed prior to the compounding of the bag in question. Product service reported that unit was swapped out and tested.